Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during preparation. Another unknown mynx device was used to achieve hemostasis. There was no reported patient injury. The user was trained to the device. The device was opened in a sterile field. The device was prepped and stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with stopcock open. The sealant and the advancer tube remained in manufactured position exposed to blood. The syringe and the procedural sheath were not returned with the device. Leak testing was performed on the balloon of the returned device per the mynxgrip instructions for use (IFU). The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2211601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿balloon loss of pressure at prep¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, handling factors during prep are possible. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the IFU, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during preparation. Another unknown mynx device was used to achieve hemostasis. There was no reported patient injury. The user was trained to the device. The device was opened in a sterile field. The device was prepped and stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2211601 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during preparation. There was no reported patient injury. The device will be returned for evaluation.